Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio-frequency (rf) head of the programmer would not interrogate a device that was being prepared for implant. The rf head was replaced, and the device was interrogated without further issue. The defective rf head was discarded by the customer. There was no patient involvement.